Event description:
On (B)(6) 2015, the patient underwent treatment of an thoracic aortic aneurysm with three conformable gore tag thoracic endoprosthesis, a right common iliac dissection with two gore excluder aaa endoprostheses and a gore viabahn endoprosthesis. It was reported the dissection in the right common iliac appeared to be present before the devices were introduced, but may have increased after device introduction. The completion angiogram identified an area of extravasation in right external iliac. It was reported access was "a bit tight" however, the 24 fr dry-seal sheath (l/s# not known hospital stock) appeared to pass without issue. It was decided to use a gore hybrid graft to repair the extravasation in right external iliac. It was reported the patient tolerated the procedure.